Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device returned with the ligator housing with all bands on it. The ligator housing teeth were found bent and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands premature deployment cannot be confirmed. Upon analysis, the returned ligator housing had all the bands on it, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices and bleeding performed on (B)(6) 2024. During the procedure, the bands prematurely deployed even without an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was still completed with the third speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.